Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. The noise noted on the electrocardiograms (ecgs) in the week post implant is consistent with an air bubble under the skin near a sensing electrode. The field reported a dark shadow around the sense b electrode.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported. Additional information was received indicating that, at the time of the shocks, magnet application did not stop the shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The noise noted on the electrocardiograms (ecgs) in the week post implant is consistent with an air bubble under the skin near a sensing electrode. The field reported a dark shadow around the sense b electrode.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported.